Manufacturer narrative:
Section a, patient information and section d4, serial number, requested but not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm could not be confirmed through this evaluation. Event details indicated a no external power alarm was reported. It was reported there was a loss of power to the patient¿s home. The alarm resolved, when a power exchange to the 14v battery/clips, was performed. Additional information was requested regarding the event. However, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes no external power alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was requested but not provided.

Event description:
It was reported that the patient was having no external power alarms. The patient's batteries and clips were connected and the controller alarms resolved. The caller reported that the patient's location experienced loss of local power. The patient was stable.